Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was not holding a charge and that it dies every 36 hours. The patient stated that he had to charge the ins every day otherwise it will not last 48 hours; he stated that he did not have the time to charge every day. The patient also reported that it took him 5 hours to charge the ins. The patient stated that the ins was programmed at 8.0v the friday prior to the report when he was implanted. The patient reported that the ins was reprogrammed the other day by a manufacturer representative (rep) to 5.0v, however, that was still not helping the ins battery life; the rep stated that the patient may be using too much voltage so they lowered it and the rep played with the pulse. The patient stated that he had no choice but to charge his ins until it was completely full and had an appointment scheduled for (B)(6) 2017. No symptoms were reported. No further complications were reported/anticipated.